Event description:
Boston scientific crm received information that this cardiac resychronization therapy defibrillator (crt-d), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, may have been affected by this patient's radiation treatment for a non-heart related medical condition. The patient indicated that she had thought her physician knew about this procedure, but when she attempted to send a communication via latitude, she discovered that that was not enabled. The patient planned to discuss this with her physician shortly. She also discussed the various ways that radiation can affect a device with the technical services consultant. There were no reported adverse patient effects associated with the performance of this device.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted without issue. As new information becomes available, this report will be re-evaluated and updated. Most recently, this medical device was explanted for normal battery depletion and has been returned to boston scientific. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.